Manufacturer narrative:
This foreign report is being submitted for a device product that is considered same/similar to a us marketed device (o.b. Unspecified). This is an initial submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00088. The manufacturer report number for the first product in this case is 8022269-2013-00087. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from (B)(6) . On an unspecified date, the consumer started using o.b non-applicator tampon, for menstruation (frequency, lot number and expiration date unspecified). She mentioned that the string broke while the tampon was inserted and she had experienced this same problem while insertion of the second tampon. This report had no adverse event and action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.